Manufacturer narrative:
Initial reporter city: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a biliary stent placement procedure in the hepatic duct, performed on (B)(6), 2022. During the procedure, it was noted that the stent was placed in the hepatic duct with severe tortuosity and the guide catheter became stretched and eventually detached. The broken guide catheter was successfully retrieved using an alligator forceps. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a biliary stent placement procedure in the hepatic duct, performed on (B)(6) 2022. During the procedure, it was noted that the stent was placed in the hepatic duct with severe tortuosity and the guide catheter became stretched and eventually detached. The broken guide catheter was successfully retrieved using an alligator forceps. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. Additional information received that when the physician removed the broken part of inner catheter with the forceps, the broken part got stuck inside the endoscope and the suction button was also stuck. The endoscope was removed from the patient. The customer forcibly removed the suction button and it was noticed that a something like a black suture was attached. After that it was able to move the forceps and removed the broken part with the forceps from the endoscope.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h11: block b5 have been updated based on additional information received on august 30, 2022.